Event description:
It was reported that when the external pulse generator (epg) was powered on, "the pacing indicator did not blink and the device did not start pacing." Another epg was used and the affected epg was returned to the manufacturer. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.